Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from health care provider (hcp). It was reported that the cause of the ins movement when the patient rolled over in bed was determined. The most likely caused or contributed to the issue was patient rolled from back to the right side. To resolve the issue the patient saw in clinic on (B)(6) 2024. It was reported that everything was fine. The issue had been resolved. The cause of the popping sensation felt at the ins site when the patient rolled over in the bed was determined. The most likely caused or contributed to the issue was patient rolled from back to the right side. To resolve the issue patient seen in clinic on (B)(6) 2024 and everything was fine. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on friday or saturday night, when they turned over they felt a pop, a jolt of pain and it felt like the battery or something dropped, it kind of moved was not longer in the same spot. Patient noticed the ins moved when they rolled over in bed. Redirected to their doctor to address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.